Event description:
It was reported that pump experienced malfunction alarm after pump was dropped, and caller observed malfunction message and code on pump and in monitoring software. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was provided instructions to place pump into storage mode, and was informed that pump settings and continuous glucose monitor would need to be set up on replacement pump; technical support confirmed warranty coverage, arranged replacement pump shipment, and instructed customer to return malfunctioning pump using prepaid label within specified time frame.